Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.